Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Subsequently, the customer experienced a bg level ranging from 468 mg/dl to 504 mg/dl. Customer administered a manual injection of insulin to treat bg level. Reportedly, the customer continued to use the pump for insulin therapy.